Event description:
On (B)(6) 2012, customer reported a fluid leak from the sample probe area of the dxh 800 instrument. The volume of the leak was approximately 5 ml, and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found that the tubing from the probe wash block to quick disconnect (B)(4) was disconnected. Fse attached the tubing back onto (B)(4). No other components were affected by the leak. Fse disinfected the spill area with bleach. This service resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).